Manufacturer narrative:
(B)(4).

Event description:
.During pretest the cuff was difficult to deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified. This is a known issue and action has been taken under manufacturing corrective actions.